Event description:
Initial reporter stated cassettes are defective, cassette would not go into the machine. Surgery was in progress. There was no delay as they found a cassette that functioned. There was no effect on the pt.